Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the second stage of the deep brain stimulation (dbs) procedure, the lead end cap was removed from the left intracranial lead and in the process, the contact was stripped from the lead and the internal wiring was exposed at the contact site. At the time of the lead cap application, the field staff confirmed that the cap was applied and secured correctly. The exposed wire was wrapped around the contact site and the lead was inserted into the proximal end of the extension wire and secured. The system integrity was confirmed intra-operatively using an impedance test. The issue was resolved.